Event description:
The customer reported to baxter (B)(4) of a solution administration set in which the tubing disconnected from the drip chamber and caused a leak of nacl. There is no patient/user/other person's injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. One sample was available at the plant for evaluation. Visual inspection revealed no non-conformances. The set was leak tested under water and a leak was revealed from between tube to chamber. Baxter has conducted trending and found that similar reports have been received. A CAPA, malt-CAPA-(B)(4), has been opened to investigate/address the root cause. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.